Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit (pc) board, the inspiratory and the expiratory pressure transducer pc boards were replaced. The expiratory channel pc board was returned for investigation. The reported failed pressure transducer test during pre-use check was not reproduced during test of the returned expiratory channel pcb in a reference ventilator. No device logs have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).